Manufacturer narrative:
UDI not available as product was manufactured on or before 9/23/2014. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the atrial lead exhibited noise, which caused inappropriate mode switch episodes. No intervention was performed; the patient would continue to be monitored. Patient condition could not be obtained.